Event description:
It was reported that the customer had high blood glucose levels over 500 gm/dl. Customer went to the emergency room due to ketones not coming down, but customer was not hospitalized. Customer's blood glucose level was 99 mg/dl at the time of the urgent care visit. Customer could not get ketones down. Customer was wearing the pump at the time of the urgent care visit on (B)(6) 2014. Customer's blood glucose level lowered by the time he got to the emergency room. Customer previously had a no delivery alarm. Customer experienced pain immediately after insertion, but did not have any skin irritation. Customer also experienced bent cannulas a couple times after removing the infusion sets. Customer will be shipped two packs of infusion sets. Customer reported that the no delivery alarm was resolved by a complete set change. No additional information provided.